Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. The lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, more than three months after the implantation, the patient complains of constant glare, being unable to drive at night, and blurry distance vision. Reportedly, there is no plan to explant the lens right now and there was no patient injury. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review, the implant date was incorrectly reported in the initial emdr as (B)(6) 2018 and incorrectly omitted from section d6. The correct implant date is (B)(6) 2018. The following has been updated and completed. If implanted, give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in review, the initial MDR was incorrectly submitted without the following verbiage to justify a supplemental MDR not being required: 81: it was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.